Event description:
It was reported that (5) devices were used during a low anterior resection. It was reported by the affiliate that the ax55g instruments would not staple and all were used in the same case. There were no staples inside the devices. There was no consequences to the pt.